Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient had 2 model 3186 leads implanted. However, the lot numbers and implant dates are unknown. It was reported the patient (B)(6) experienced positional changes in stimulation coverage. Diagnostic testing revealed invalid impedance readings on all of the patient lead contacts. It was also reported the patient's leads were found to be fractured distal to the anchor site. Subsequently, the patient underwent surgical intervention where both leads were explanted and replaced. The patient reported effective stimulation therapy postoperative. Concomitant medical products and therapy dates: model 1192 (2), scs anchor, implant date unknown. Model 3716, scs ipg, implant date unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.